Event description:
It was reported that the patient's right ventricular (rv) lead became dislodged. The rv lead exhibited non capture, resulting in the patient experiencing syncope and seizure activity. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.